Event description:
It was reported that the bd plastipak 10 ml medicine syringe had a volume accuracy problem. The following information was provided by the initial reporter: braun syringe pump did not empty the syringe of medication completely. When the braun syringe pump alarms to indicate that the infusion has started, it appears that approximately 0.5 ml is missing from the syringe. We had to reset the pump several times so that more of the medicine could be administered, but eventually the pump indicated that the arm had reached its end position. There was still 0.4 ml left in the pump. We subsequently visited the medical technical department, who attempted to calibrate the pumps, but this did not help to empty the syringes completely; the same thing happened. We tried with a braun 10 ml syringe and did not encounter the problem.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.